Event description:
It has been reported to philips that the wireless footswitch could not be used during a diagnostic procedure. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips.

Manufacturer narrative:
The philips engineer reset the wireless footswitch by disconnecting and reconnecting the battery. When the battery is removed, the power to the footswitch is removed which resets the software. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-pun-011). Philips has attempted to obtain patient information. However, the customer has not provided the requested information.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-2021/11/22-010-c, which addresses the causes associated with the reported malfunction.